Manufacturer narrative:
H.10. Both replaced boards were returned to livanova deutschland for further investigation. During the intense evaluation the reported issue could not be confirmed. The boards worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. He was able to confirm the reported issue. He replaced the motor end-stage board and the motor control board and was able to remove the problem. He tested the pump and results were within specifications. The device was returned back into service. The replaced parts have been requested back to the manufacturer site for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an s5 roller pump displayed an error message during a procedure. There was no report of patient injury.